Event description:
The device was explanted due to electrode migration.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a post-operative migration of the active electrode, which was confirmed by diagnostic imaging. This is a final report.

Event description:
In-situ measurements indicated the migration of the electrode out of the cochlea. This was confirmed by a later CT scan.